Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a lead replacement procedure (MFR. Report number: 3006630150-2022-02197), the patients paddle lead had migrated which was confirmed via x-ray. The patient underwent a revision procedure wherein the paddle lead was placed back up to where it needed to be. The patient was doing well post-operatively.